Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported rupture. The affected side are unknown. The device remains implanted.

Event description:
Patient reported right side rupture. The device was explanted and replaced with non allergan.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported, right side rupture. The device has been explanted and replaced with non allergan.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed, opening on the device. Additional observations: deformation observed, on the device. Crease observed. No further actions are required, as no issues with the manufacturing process are observed